Event description:
In 2007, routine eye exam with dr. Revealed evidence of corneal hemorrhage in my left eye. She advised that this is rare and I should reduce contact wear time. Three weeks later, follow-up appt with dr. She examined left eye again, noted that corneal hemorrhage is healing and that contact wear time should be half my normal routine. Scheduled another follow-up in four weeks. At that time, if situation is not resolved, dr noted she would refer me to corneal specialist, as the hemorrhage is rare and unusual. Used in 2006 and in 2007, am and pm.